Event description:
It was reported that during cataract surgery and placement of the intraocular lens (iol) in the right eye, the patient reported feeling and seeing one lens being put in the eye (which the patient believes is a johnson and johnson (jnj) lens, and then felt the pain of it being "ripped out" of the eye while at the same time hearing the surgeon state that the original lens was not going to be used and another lens would be used in its place. The patient then reported feeling the other lens, which was a 3-piece non-jnj iol, implanted into the eye. The patient reported that this surgery felt very different than the left eye cataract surgery that was done previously, where there were no issues. When the patient discussed the lens replacement with the surgeon after surgery, the surgeon denied ever implanting or removing another lens from the eye. The patient reported that the doctor advised the patient that the symptoms and feelings were being imagined and to ignore it and focus on getting better. The patient reviewed the surgery record and there was no documentation of another lens being inserted and then removed. The patient reported having several ongoing issues with the non-jnj replacement lens. Additional information was received from the implanting surgeon, who reported that there is no documentation in the patient¿s surgery record about implanting another lens and then removing it. The surgeon noted that if that would have happened, it would have been recorded and, furthermore, the surgery center would have contact jnj to report the issue. No report of a related issue was found. The surgeon could not recall the exact event, however noted that the lens model of choice is always a jnj pcb00 iol, therefore the surgeon speculated that if the pcb00 lens was originally planned to be implanted in the patient¿s eye, the surgeon most likely noticed a capsule tear or had a concern about the capsule, which would have led to the surgeon changing to the 3-piece non-jnj lens that was then implanted in the sulcus. The surgeon was unable to confirm the extent of patient contact with the potential suspect jnj lens, if any. The surgeon was also unable to confirm if the potential suspect lens was in fact a pcb00. Regarding the pain the patient experienced during surgery, the surgeon noted that each anesthesiologist can use a different "cocktail" of drugs, so if there if there is a different anesthesiologist for each surgery, it can sometimes lead to the patient to feeling like things are different from one surgery to the next, when there was no difference in the actual surgery. No further information was provided.

Manufacturer narrative:
Section a4: patient weight: information unknown/not provided. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown; requested but not provided. Possibly a pcb00, but not confirmed. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown; requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted, furthermore, the extend of possible patient contact is unknown. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was explanted, therefore not explanted. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional medical documents were received from the patient that confirmed that a dcb00 model intraocular lens (iol), 21.5 diopter, was the first choice for surgery, but at some point was changed to a 3-piece non-johnson and johnson iol. The 3-piece non-johnson and johnson iol was implanted in the patient's left eye (not the right eye as originally reported). Based on the medical records and the conversation with the original surgeon, there is no indication that the dcb00 was implanted in the patient's eye. If there was any patient contact with the lens, the extent of contact is unknown. The operative report for the left eye cataract surgery with the implanted non-johnson and johnson iol, includes a description of the surgeon's standard pre-operative, intra-operative, and post-op cataract surgery steps which were followed with no complications noted. No secondary surgical or medical interventions were performed outside of the standard of care. There was no mention of the dcb00 iol or a possible capsule tear on the opertive report. On (B)(6) 2022, at a follow-up visit with the original surgeon, the patient reported that the surgeon advised that it was a perfect surgery with no complications and that a lens extraction never happened. At the insistence of the patient explaining about being able to feel, see, and hear the events, the patient reported that the surgeon ¿finally admitted¿ that two lenses were ¿put¿ into the eye, however ¿would not acknowledge that the first lens [dcb00] had been implanted before its removal.¿ according to the patient, the surgeon did not explain why it was necessary to change the lens to a non-johnson and johnson iol. The original surgeon reported noticing ¿a little bit of vitreous in the anterior chamber¿ at the follow-up visit on (B)(6) 2022, therefore the surgeon stated that there must have been a small tear somewhere, but it is unknown when the tear occurred. On (B)(6) 2022, at a follow-up with a different doctor, a capsule tear in the left eye was confirmed and a vitrectomy was recommended, which was later performed on (B)(6) 2022. On (B)(6) 2023, another doctor examined the patient and reported that at the time of the left eye initial cataract surgery there was a broken capsule, which necessitated a vitrectomy. However, it is unknown when the capsule tear originally occurred, therefore, it cannot be confirmed if the capsule tear was due to dcb00 iol or the non-johnson and johnson lens that was implanted in the eye. No further information was provided. Correction: additional information was received from the patient that the affected eye was the left eye, not the right eye as originally reported on the initial MDR. Therefore this supplemental report is to capture this corrected information. The following sections have been updated accordingly: section d1: brand name: tecnis simplicity. Section d4: model number: dcb00. Section d4: catalog number: unk-dcb. Section h6: health effect - impact code 4625 - additional surgery to capture the vitrectomy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up, the patient's weight was provided, 140 pounds. The following sections have been updated accordingly: section a4: patient weight: 140 pound(s). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.